Event description:
The customer reported that while transporting a pt on battery power, the unit displayed a "low battery" alarm message. The unit operated normally while plugged into the ambulance inverter. No pt injury was reported.